Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) the device passed all tests performed.

Event description:
A report was received that the remote control (rc) was unable to establish communication with the patient's ipg. A bsn representative interrogated and confirmed that the electrical coil in the ipg was most likely disrupted. The physician had concluded that there was an issue with the ipg but the cause was unknown. The patient underwent an ipg replacement. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the remote control (rc) was unable to establish communication with the patient¿s ipg. A bsn representative interrogated and confirmed that the electrical coil in the ipg was most likely disrupted. The physician had concluded that there was an issue with the ipg but the cause was unknown. The patient underwent an ipg replacement. The patient was reportedly doing well postoperatively.